Event description:
It was reported that a patient underwent a cesarean section procedure on an unknown date and suture was used. During the procedure, the tip of the needle broke off. An x-ray was performed and they assumed the needle tip went into the suction. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): a needle that broke at the point end was submitted for this evaluation. A visual inspection was performed and revealed indents and scuff marks around the break area produced during handling by a surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. A visual inspection was also performed on one additional loose needle returned for evaluation. There were no signs of manufacturing defects found on this needle.